Event description:
The customer reported that following an rf ablation procedure when the four grounding pads were removed, a skin redness was noted at one pad site on the patient¿s right thigh. A skin burn with blister was noted later that night. The injury was described as a 2nd degree burn and treated with ointment and daily cleaning.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Evaluation of the concomitant generator at the covidien (B)(4) service center found it to function normally and within specifications.